Event description:
A malfunction alarm with malf 12 code was reported, indicating a technical issue with the device. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump and provided instructions for future occurrences. The customer was able to continue using the pump and acknowledged understanding the given guidance.